Event description:
It was reported that a pta balloon dilatation catheter could not be retracted through the 7f introducer sheath. Reportedly, the physician completely deflated the balloon prior to removal, however, the device still could not be retracted through the introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. The device was being used to treat a stenosed lesion in the brachiocephalic vein and was inflated a total of six times. The treatment site demonstrated suitable patency results after angioplasty was performed. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned, and the investigation is currently underway.